Event description:
The uretero-reno fiberscope was returned to the service center with a report of a failed leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the objective lens was missing sealing glue was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The event can be prevented by following the instructions for use which state: do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by people other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplementary report is being submitted to correct sections b5 and h11. Corrected fields: b5, h11. Based on the results of the investigation, the objective lens is missing sealing glue and is non-olympus. The event can be prevented by following the instructions for use which state: do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by people other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno fiberscope was returned to the service center for a separate issue. During inspection of the device, the objective lens was missing sealing glue was found. There was no patient involvement.